Event description:
It was reported that during a partial splenic embolization coil, an azur vascular plug was implanted. Eight minutes after implantation, the plug was observed to have moved 1-2 cm from the original position. The case with successfully completed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Although the device was implanted in the patient, images were provided for analysis. The investigation is currently ongoing.

Manufacturer narrative:
No product(s) were returned for evaluation, but two images were provided. The first image shows the two radiopaque markers of the azur vascular plug in the mid-portion of the splenic artery. The second image shows that the plug markers have migrated distally approximately 2 cm. These images confirm the complaint and show the plug migrated distal to the original deployment. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.